Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jun-2023. H6: investigation summary photos received by our quality team for investigation. Upon visual evaluation, plunger rod is observed separated, verifying premature plunger activation occurred. After further evaluation, incorrect opening of the product packaging is observed. Sample was received for investigation. No defects or issues observed. A device history review was performed for lot 1132510 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Incorrectly opening this package may weaken the plunger, which may have its safety feature activated during application. It is important to follow the instructions for use to ensure the product functions properly. Bd solomed products must be opened by the paper tab, to minimize any weakening condition of the safety device. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd solomed syringe plunger rod was broken. The following information was provided by the initial reporter: the nurse prepared the medication, which was a 5,000 citoneurim that contains two ampoules and each ampoule has 1 ml. She performed the asepsis at the patient's site. When applying and aspirating, when injecting, the noise was very loud, like "creck", the stoper remained in place, leaving the liquid and the connection part of the plunger with the stoper that broke.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed syringe plunger rod was broken. The following information was provided by the initial reporter: the nurse prepared the medication, which was a 5,000 citoneurim that contains two ampoules and each ampoule has 1 ml. She performed the asepsis at the patient's site. When applying and aspirating, when injecting, the noise was very loud, like "creck", the stoper remained in place, leaving the liquid and the connection part of the plunger with the stoper that broke.